Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call of high blood glucose readings, low battery alert and blank display from the insulin pump. The customer's blood glucose reading was 449 mg/dl. The customer treated with manual injections. The customer stated that he had high readings because he was not getting insulin. The customer stated that when he received a low battery, the pump shut off. The customer was advised to keep batteries at school. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, basic occlusion test, prime, excessive no delivery test, occlusion test, self-test, and error test. The insulin pump passed all operating currents tested with in the specification range and passed off no power test. The insulin pump was monitored and tested with no low battery alert and no blank display noted. The insulin pump was received with cracked battery tube thread, cracked reservoir tube lip, cracked case near display window corners, missing end cap sticker, and severely scratched display window noted.